Event description:
It was reported that a malfunction occurred with a code malf 9. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. They were instructed to call back if any issues reoccurred, and they acknowledged and understood the instructions.